Event description:
In 2009, pt reported elevated blood glucose readings. Pt states, she woke up this morning with a blood glucose reading of 148 mg/dl. She states 3 1/2 hours later, her blood glucose was 201 mg/dl. Pt reported that 4 hours later, her blood glucose was 548 mg/dl and then 2 hours later, her glucose meter read hi. She states, she changed her insulin cartridge, infusion tubing and infusion set after the infusion device displayed a low cartridge alert. (A1). Troubleshooting did not find any product issues. Pt called back about 4 hours later reporting the meter shows her blood glucose as hi (>600 mg/dl); she last took 7.0 units of insulin as a correction about 1.5 hours before she called this time. She states her blood glucose has not come down. Pt reports "infusion tubing and insulin cartridge are losing its prime". She reports changing infusion tubing prior to the call. Pt reports there is no insulin dripping form the infusion tubing. Infusion device is not showing an occlusion error. Pt primed during the call and states there is no insulin dripping from the infusion tubing. Went through the procedure of changing the insulin cartridge with a new insulin cartridge. She placed the infusion device into run mode and reattached to her infusion site. Pt tested her blood glucose at this time and the result was 585 mg/dl. Pt verified that there was insulin in the insulin cartridge that she had removed and that it was not empty. Pt states, she does not want to take any more insulin at this time since she had taken 7 units less than 2 hours ago. The next day, during call back, pt reports her blood glucose is still a little elevated, around 200 mg/dl. Her normal blood glucose range is 120 - 150 mg/dl. Advise pt to always change the adapter with every 10th insulin cartridge change. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.